Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call high blood glucose levels. Customer's blood glucose level was over 800 mg/dl. Customer went into diabetic ketoacidosis and was hospitalized. Customer received a new insulin pump and it malfunctioned. Customer's husband advised the customer is coming out of a coma and is not coherent. Customer was found unconscious and was rushed to the hospital. Customer was advised to call back and troubleshoot the device as soon as they are able to. Customer called back and advised they had received a no delivery alarm. Customer declined to troubleshoot for the no delivery alarm since it was a past event and they were hospitalized. Customer was advised to do a complete set and reservoir change. Customer will return the loaner insulin pump as they have another device.